Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, corrosion was discovered on the battery charger connector, disabling the charger from charging batteries. The cause for the corroded battery connector cannot be positively identified but was likely the result of liquid ingress. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.

Event description:
A friend of an (B)(6) male pt contacted zoll customer support to report that the patient's battery constantly needed changed. The pt was issue a replacement battery charger.